Event description:
It was reported that patient had dislocation and manipulation under anesthesia was needed to treat it.

Manufacturer narrative:
The associated complaint devices were not returned. A clinical analysis indicated that the patient¿s history and long-term continued use of high dose oxycodone, complex medical comorbid conditions including peripheral neuropathy, multiple sclerosis, generalized weaknesses, multiple falls and reported non-compliance to medical regimen cannot be excluded as factors contributing to the dislocations and reported revisions. The source of the joint effusions, reported pale yellow, gray-tan hard articular bone and cartilage and rubbery yellow tan synovial tissue and fibrocartilage of the bone and tissue samples cannot be confirmed. The patient impact beyond the reported dislocations, revisions, and continued pain cannot be determined. Without the return of the explanted devices the exact root cause of the reported prosthetic fracture cannot be concluded. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the listed parts did not reveal additional complaints for the listed batches. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.